Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter split. The following information was provided by the initial reporter: the issue was that when the nurses advanced the catheter, it split from the needle, resulting in the patient having to be stuck again.

Manufacturer narrative:
Additional information added in b tab-event date updated. Investigation results: our quality engineer inspected the representative samples sent for evaluation. Bd received 80 sealed representative 22 ga x 1.00in iag bc devices from lot#: 4270298. A sampling of 20 units were randomly selected for functional testing. A gross visual inspection was performed, and no abnormalities or defects were observed. The tip adhesion was broken, and the needles were retracted into the barrel. There was no splitting or separation of the catheters observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
Date of event updated.